Event description:
Customer reported via phone call to have unexplained high blood glucose of over 400 mg/dl which was treated with insulin pen and insulin pump. Customer was not able to continue troubleshooting due to a broken finger. Customer's husband will call back in order to continue troubleshooting for unexplained high blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.